Event description:
It was reported that during a scheduled clinical follow-up visit 12 weeks after the device was implanted, the patient reports worsening of pain since the 6th week after surgery, from the patient's account, pain awakens them at night and prevents performance of daily activities, especially movements involving reaching. On physical examination of deviations there was tenderness in the projection of the right subscapularis muscle, soreness in the projection of the infraspinatus bursa, hawkins test (+) and neer test (+). The suspicion of implant dissolution was raised. Two weeks later there was a scheduled postoperative follow-up visit with simultaneous ultrasound examination of the right shoulder. After the ultrasound and clinical examination, the diagnosis was made: ¿suspected dissolution of the in space implant in the right subacromial space. Clinical features of subacromial conflict.¿ premature dissolution and decompression of the inspace implant and subsequent displacement of the implant into the lower part of the subacromial bursa. A revision is planned.

Manufacturer narrative:
This complaint investigation was closed based on the device not received as the device remained implanted, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: post-operative displacement of the device probable root cause: application - implant used in contraindicated or ill-advised patient population - user not familiar with device - incorrect spacer size selection - spacer contact with other implants - user underinflated or overinflated spacer - patient noncompliant with post-op rehabilitation schedule or exposed to too intensive pt - use of more than one spacer within joint - incorrect spacer positioning in-situ the device manufacturer date is not known. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a scheduled clinical follow-up visit 12 weeks after the device was implanted, the patient reports worsening of pain since the 6th week after surgery, from the patient's account, pain awakens them at night and prevents performance of daily activities, especially movements involving reaching. On physical examination of deviations there was tenderness in the projection of the right subscapularis muscle, soreness in the projection of the infraspinatus bursa, hawkins test (+) and neer test (+). The suspicion of implant dissolution was raised. Two weeks later there was a scheduled postoperative follow-up visit with simultaneous ultrasound examination of the right shoulder. After the ultrasound and clinical examination, the diagnosis was made: ¿suspected dissolution of the inspace implant in the right subacromial space. Clinical features of subacromial conflict.¿ premature dissolution and decompression of the inspace implant and subsequent displacement of the implant into the lower part of the subacromial bursa. A revision is planned. Per additional information received, the patient did not have revision surgery to remove the inspace implant.

Manufacturer narrative:
Per additional information received from the surgeon, the patient did not end up having the revision surgery. As such, this event is no longer determined to be reportable.